Event description:
The customer reported to olympus, during reprocessing, the evis exera duodenovideoscope elevator channel tested positive for 10 colony forming units (cfus) of sphingomas paucimobilis on (B)(6) 2023. Since then, the device had not been used again with any patient. The device was retested on 27 sept 2023 and the auxiliary elevator channel was positive for 10 cfus of sphingomas paucimobilis. The customer suspected that there was structural damage to the forceps elevator channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: >1 cfu/ml. Total aerobic microbial count. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 1 cfu/ml. Total aerobic microbial count. Sampling date: (B)(6) 2023. Sampling from: elevator wire channel. Cfu: >20cfu/ml. Bacterial identification: brevundimonas species. The device was evaluated where the event of positive culture was confirmed. The reported event of damage to the forceps elevator channel was not confirmed. The following defects were also noted: elevator channel was plugged with foreign objects. Suction cylinder has no color. Forceps channel port has a dent. Cover joint has discoloration due to water leakage. Distal end has discoloration. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Both sphingomonas and brevundimonas are often associated as being water-quality indicator organisms. It is possible the water invasion into the scope allowed the microbes to enter where normal reprocessing would have no effect. The customer requested to scrap the device therefore no further reprocessing, repair or culture testing will be completed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.